Manufacturer narrative:
The reported events of failure to sense and signal artifact/noise could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the insertable cardiac monitor (icm) failed to sense anything but noise. The procedure was completed using a different icm. There were no patient consequences.